Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during manufacturing. The product met manufacturing specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. All information available to the manufacturer at this time has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer at this time has been submitted.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a patient on continuous cycling peritoneal dialysis (ccpd) using a fresenius liberty cycler was hospitalized for uncontrolled high blood pressure that was related to fluid overload. The nurse indicated the patient was not receiving adequate ultrafiltration volumes and this contributed to the blood pressure issue. It was further stated the patient is still in the hospital and is on in-center hemodialysis. Per the nurse, the patient will continue with in-center hemodialysis for the foreseeable future. Medical records were requested but no further information was provided.